Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) procedure the jaws of a vessel sealer extend (vse) instrument would not open when prompted. The customer attempted to use the grip release slider on the instrument, but the slider reportedly did not work due to the locking button plastic being in the way of the slider. The tissue that this instrument was clamped on was torn in order to remove the instrument. This procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to contact the surgeon to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi received the vse instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate or confirm the reported event. A visual inspection of the distal end found no physical or cosmetic damage. The housing was removed from the back end, no damage was found. The grips were manipulated manually and opened and closed properly without any issues. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The blade was inspected, and no blade or knife cable damage was found. The instrument was unable to perform any functional testing on an in-house system due to the bipolar power cable being cut. Review of the logs found no failures related to the reported instrument. There was no problem detected for the customer reported complaint. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted lar procedure, it was alleged that the jaws of the vse would not open when prompted. As a result, the surgeon ended up tearing the tissue the vse instrument was stuck on to remove the instrument. It is unknown if the torn tissue required medical intervention or repair. The customer had attempted to the grip release slider on the instrument, but the slider reportedly did not work due to the locking button plastic being in the way of the slider.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, h6, and h10. On 07-jun-2022, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon was unable to recall the event/procedure date. The surgeon was dividing colon mesentery when the event occurred. It is unknown how long the vessel sealer extend (vse) instrument was in use prior to this event occurring. There were no errors messaged received during this event. The surgeon said they did not press the emergency stop (e-stop) button prior to using the grip release slider. There was no bleeding due to this event. The surgeon was planning to divide this mesentery and the only impact it had on the procedure was it added time to the procedure. The surgeon said this had no impact on the patient. The surgeon said there is no concern for long-term complications. The patient did not experience any post-operative complications. The surgeon said the vse instrument became stuck and the releasing mechanism did not work. The surgeon did not answer how this issue was resolved to continue the procedure and what the patient's current status is. The surgeon said they had photos of this event, but that they could not be released.